Manufacturer narrative:
Concomitant medical products: 6935m, lead, implanted: (B)(6) 2018. 5076, lead, implanted: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered due to short v-v intervals and non-sustained episodes of oversensing with noise. The alert correlated with an operative procedure and the noise was suspected to be due to the procedure rather than a true lead issue. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.